Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturing representative reported that there was suspected early battery depletion. The battery depleted in a few months. It was unknown how many months. The physician suspected early battery depletion. The implantable neurostimulator (ins) was programmed at 6.0 volts, 450 microseconds and 130 hertz on program 1 and 4.0 volts, 450 microseconds and 130 hertz on program 2. Electrodes zero and two were used as cathodes and electrode one was used as the anode. The device was replaced and the patient felt fine and was receiving effective therapy. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Interventions included replacing the implantable neurostimulator (ins). The issue was resolved at the time of report.

Manufacturer narrative:
Analysis confirmed the device reached its end of service and that it was normal based on the programmed parameters of the ins.. The device code has been updated. If information is provided in the future, a supplemental report will be issued.